Event description:
Pt reports that one of his ms3 pumps (sn (B)(4)) is not working. The piston will not move at all. Pump stopped working saturday. Reminded pt that we have an on-call pharmacist available to assist after hours and on weekends. Pt should call right away if there are any pump issues. Pt f/u: pt is unharmed. Pt has one working pump. We are sending a replacement pump and return box. No other information is known. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.